Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 813 mg/dl. Customer had symptom of high blood glucose; customer had excessive vomiting. It was reported that customer had pneumonia which was causing high blood glucose. Customer got a heart attack and kidneys were partially functioning. Customer received a stint in the heart. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip and IV fluids. Customer was unsure if wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose.